Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet charger was not functioning, as the device did not charge despite attempts with multiple outlets; a replacement charger was arranged via overnight shipment, and the patient remained on pump therapy with approximately 30% battery remaining. Symptoms included no reported changes in blood glucose. Outcomes included no injury and no medical intervention beyond customer support. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a suspected charger malfunction that could not be resolved through troubleshooting. It was concluded that a replacement accessory was warranted and the event was non-injurious.